Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to a poor contact within the scope (including the connection between the tip side and the video connector board and the imaging cable), but further analysis from the actual product is difficult and the cause has not been identified. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. The event can be detected/prevented by following the instructions for use which state: " chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment: [inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that the image of a videoscope was displayed once at the time of the inspection before use for the first case the next day, but it disappeared immediately, and the image was not displayed. The customer completed the procedure with the same product. No effect on patient. There was no patient injury or adverse event reported to olympus.